Manufacturer narrative:
The manufacturer did not receive the devices for investigation. An x-ray and the implantation report were provided. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. This a spilt complaint with zimmer inc. (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14 on the left side on (B)(6) 2015. The patient was revised on (B)(6) 2016.due to a fractured left periprosthetic cementless femur.

Manufacturer narrative:
Update: date received by MFR, type of reports, evaluation codes, additional MFR narrative. Additional: if follow-up, what type? Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient went to ER with a fractured left periprosthetic cementless femur and was revised on the next day after 1 year 4 months in vivo time. This is a spilt complaint with zimmer inc. (B)(4). One x-ray is received for the investigation. In the x-ray it is clear that the femur of the patient is broken laterally. X-ray most probably dates to the time that the patient was brought to the hospital for the revision surgery. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary it was reported that the patient went to ER with a fractured left periprosthetic cementless femur and was revised on the next day after 1 year 4 months in vivo time. The product related to this event was not returned for investigation. The investigation at hand do not indicate any event relation of the reported ball head, as this component has no functional impact on the femoral bone, nor is it in direct contact with it. Therefore, it is highly unlikely that the ball head contributed to the event. A suboptimal operational procedure might have contributed to the issue reported - however, this cannot be confirmed. Based on the information available, an exact root cause could not be determined. This a spilt complaint with zimmer inc. (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).